Event description:
It was reported that the customer had issues with her sensors and that she did not know whether the issues had been a device malfunction or due to user error. The customer was reluctant to answer. She did not know the most recent blood glucose reading. The customer had called to get clarification on software use. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.